Event description:
After they were unable to insert another IV the order was dc'd. The patient began tolerating sips of po fluids and did not need any further intervention.

Event description:
The customer reports (3) instances of disconnection and leaking between the "j-loop" ((B)(4)) and a 24 gauge angiocath while on the pediatric unit. The nurse inserted a peripheral IV; a tight connection to the tubing was ensured and the line flushed. The angiocath then disconnected from the male luer of the extension tubing and the IV and extension set were replaced. This scenario then occurred (2) more times. A total of (3) peripheral IV's were lost from this event, and the patient was not able to receive the intended medication without IV access. Although requested, no additional patient or event information was provided.

Manufacturer narrative:
Additional information received.

Manufacturer narrative:
No product will be returned per customer. No investigation was performed.